Event description:
When the surgeon was removing the port at end of the procedure, the reprocessed trocar broke into pieces. All pieces were retrieved.======================manufacturer response for versaseal 5mm trocar, versaseal 5mm trocar (per site reporter).======================ascent will be picking up the product for evaluation and providing us with report of their findings.